Manufacturer narrative:
Eval results: arterial trauma/dissection/perforation. Device discarded unable to f/u.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a penetrating ulcer in the thoracic aorta approximately 1 month ago and there was no aneurysm. The common iliac arteries were not tortuous or calcified. It was reported that a cut down on the common iliac was performed followed by insertion of the delivery system. The stent graft was successfully deployed without complication; however, as the delivery system was being removed from the pt, there was an intimal tear of the iliac artery and a small portion of the intima came out with the delivery system, but there was no active bleeding noted. An aorto-femoral bypass was performed and successfully addressed the intimal tear. No additional clinical sequelae were reported and the pt is stable. The delivery system was discarded by the user facility after the procedure.